Event description:
Signs/symptoms/diseases being reported: pain, swelling. Related to device: uncertain. Op site events: excessive knee pain, arthrofibrosis. Re-operation: excision scar tissue left knee. Other treatment: steroid injections, aspiration with 5cc marcaine, meds dicalcium 750mg bid and percocet 5/325.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device remains implanted. If additional info becomes available, it will be submitted in a supplemental report.